Event description:
It was reported by the doctor that the patient was experiencing ghosting around lights with night driving in both eyes. The right eye was reportedly a greater issue for the patient. The intraocular lens (iol) remains implanted. This report is for the left eye. A separate medical device report will be submitted for the right eye. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4): a manufacturing record review for the intraocular lens (iol) was performed and revealed that the lens met all specifications and passed all inspections prior to release. All pertinent information available has been submitted. Should new information become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: (B)(6) 1949. All pertinent information available to the manufacturer has been submitted. Placeholder.